Event description:
Occlusion alarms were reported by the caller. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer applied a cold towel around the insertion site area, primed the tubing, and resumed insulin.